Manufacturer narrative:
The device was returned to olympus for inspection. This is an asset return inspection with no reported allegation. The most probable cause of the discovered damages is d02 - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited pinkish flicker image due to faulty dp board. There was no patient involvement.